Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a small right ventricle, and the physician assumed that when attempting to implant a leadless implantable pulse generator (ipg) into the septum at the apex, the retrieval head had come into contact with the free wall each time the head was tightened. As a result, the electrode experienced a micro-dislodgement, and the device exhibited a rise in thresholds to high values; a pacing problem was also noted. Subsequently, the ipg was reprogrammed off, and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.